Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
The pt reported pain in her hip. Pt reports that doctor said his pain is probably due to bursitis. Pt has 2 hip and 1 knee implants.